Event description:
A surgeon reports performing two lens exchange procedures for the same pt due to unexpected postoperative refraction. Exchange #1 -- MFR report #1119421-2001-01811. Exchange #2 -- MFR report #1119421-2001-01812. The initial surgery was performed using a 27.5 diopter lens. The postoperative refraction was +2.0. The 27.5 diopter lens was replaced with a 29.5 diopter lens. The postoperative refractiion was -3.0. The second lens was then removed and replaced by another 27.5 diopter lens. The postoperative refraction was then reported to be -0.5. Add'l info has been requested.

Event description:
The surgeon provided additional info indicating the pt had transient corneal edema and possibly residual viscoelastic material which may have contributed to the unexpected postoperative refraction.